Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 bluetooth connectivity issue during sensor warmup that resulted in disconnection from the ilet, and the user requested assistance with reconnection; the agent guided the user to toggle between dexcom g6/g7 settings, restart the ilet, and allow time for pairing, with advice to connect a new cgm and change the cartridge. Symptoms included irritability and hyperglycemia with a reported blood glucose of 319 mg/dl. Outcomes included ilet high glucose alerts without need for outside assistance or medical intervention. Investigation included remote troubleshooting and user education focused on cgm pairing steps and device restart. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet, with no responsible device identified, consistent with intermittent bluetooth connectivity issues during cgm warmup. It was concluded, based on previously established findings for similar reports, that user guidance and device restart resolve transient connectivity and that no device malfunction was confirmed.